Event description:
Patient reported right side "rupture of the right prosthesis and extra-capsular fluid were found", " I have to live with pain, swelling and the right breast, which is asymmetrical and drooping"," ultrasound examination suggestive of tiny cyst in the right breast" not related to device," the psychologist diagnosed an anxiety condition" and "it is causing me to gain weight, change in blood pressure" not related to device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.